Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture and granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown and granuloma.

Event description:
Patient representative reported left side "chronic pain, fibrosis, synovial-type cystic metaplasia presenting xanthomatous histiocytes, hyalinization, discrete chronic inflammatory reaction, foci of foreign body-type gigantocellular reaction to refringent material, granuloma, anxiety, recall, insomnia, mood disturbances, depression, signals of depression, memory problems and attention problems, swelling". The events of "health issues, reduced work capacity, malfunction of intestines" were reported with insufficient information. The following symptoms were also reported and determined to be not device related; "fibromyalgia, asia syndrome, rheumatoid arthritis, redness on joints, movement limitations, joint pain, fatigue tiredness, muscular pain, demyelinating polyneuropathy, microcysts, adipose replacement of stroma".